Event description:
Customer reported multiple false positive's across 6 different individuals using cartridge lots 22686h, 22417e, 21128b with multiple readers. See cases (B)(6) for false positives on the alternate 5 individuals. On (B)(6) 2022: customer obtained a suspected false positive result when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22686h). No alternate testing information available.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded in (B)(6) 2022, to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.